Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 piece fell off during case. They went to rotate the cradle (c-ring) and then noticed half was missing. I withdrew the device and noticed part of the cradle (c-ring) missing and the wash line hanging. Upon pulling out the scope, the line was still attached to piece of cradle (c-ring) and the remainder of it was removed. No parts fell off. I determined the entire piece had been removed by visual inspection. New device used to complete the case. No delay. No harm.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Corrected sections: d4--unique identifier (UDI) # corrected to (B)(4). The device was returned to the factory for evaluation on 07/26/2024. An investigation was conducted on 08/08/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash remained attached to the c-ring, however the tubing was observed to be broken off near the base of the cannula with signs of melting and blood at the detached area. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed, as well as the analyzed failure "break; scope wash tubing". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000382562 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.